Manufacturer narrative:
The customer reported difficulty acquiring 12-lead ECG. A philips qa engineer confirmed the leads ECG trunk cable with the unit failed open intermittently. The customer was sent replacement cables.

Event description:
The customer reported difficulty acquiring 12-lead ECG.